Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He found that the power cord had a loose connection. He tightened the connection. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
As per end user, the reported issue was discovered when they were checking the equipment.it was stated that the hlm was running on battery. The battery charge indicator light was not lit on while all other color lights were on.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery of the heart lung machine (hlm) was not charging. The hlm seemed to be running on battery, and not alternating current (ac). There was no patient involvement.